Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting non-recoverable alarm 80 (control processor failed to detect simulated water temp fault). Guided through turning arctic sun device off and on and restarting therapy. If alarm persists device would need to go to biomed.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Guided through turning arctic sun device off and on and restarting therapy. If alarm persists device would need to go to biomed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting non-recoverable alarm 80 (control processor failed to detect simulated water temp fault). Guided through turning arctic sun device off and on and restarting therapy. If alarm persists device would need to go to biomed.